Event description:
It was reported that after using bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive on bactec media. The following was reported by the initial reporter: it was reported by the customer that there is a molecular fp. Did erroneous results occur? Yes. If yes¿detailed erroneous results (include # of errors and type): 1 molecular fp if yes¿was patient treatment changed in result of erroneous results (provide details): no - result not reported. Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? No.. Biofire bcid2 panel lot #1366123 exp 5/22/24. Dual positive with e. Faecalis and c. Tropicalis. Gram stain- gpcs only. C. Tropicalis not reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 12-oct-2023. H.6. Investigation summary: customer reported a molecular false positive result. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention/returned samples and batch history record review results.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using bd bactec¿ plus aerobic/f culture vials (plastic) there was a molecular false positive on bactec media. The following was reported by the initial reporter: it was reported by the customer that there is a molecular fp. Did erroneous results occur?: yes. If yes, detailed erroneous results (include # of errors and type): 1 molecular fp. If yes, was patient treatment changed in result of erroneous results (provide details): no - result not reported. Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)?: no. Biofire bcid2 panel lot #1366123 exp 5/22/24. Dual positive with e. Faecalis and c. Tropicalis gram stain- gpcs only c. Tropicalis not reported.